Manufacturer narrative:
(B)(4). Event month and day: unknown. Event year: 2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event description of "bad clipping"? . Did device not feed clips?. Did device feed clips sideways?. Did device not fire clips (jammed)?. Did device fire malformed clips?. Did device fire scissored clips?. Did device drop or eject clips?. Was there any patient consequence as a result of the event that occurred?.

Event description:
It was reported, bad clipping. Patient consequences is unknown.

Manufacturer narrative:
(B)(4). Batch # n93m0e. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw and was not returned. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble 7 clips were found inside clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. The reported complaint was confirmed. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.